Event description:
During an incisional hernia repair, the physician was using a lap sponge which spontaneously fell apart in his hand with minimal contact. Fragments of the sponge were removed from the pt.